Event description:
There was an attempt to adjust the pt fluid volume that was removed and the screen froze. The rn did not think that the buttons were pushed too quickly, but the machine would not reset. Another nurse was called to assist, the screen did not reset and then the screen read memory error 6. Both nurses were unaware of the troubleshooting technique of unplugging and plugging in the machine. The practitioner was unable to use the hand crank to return the blood due to the air bubble disturbance. The machine was removed.